Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse did all functional test, passed successfully. Checked performance of the unit with trainer and balloon connected, unit working satisfactory. The fse handed over the equipment to the customer in good working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use, the cs300 intra-aortic balloon pump (iabp), unit showing error maintenance required code #8. There was no patient involvement.